Manufacturer narrative:
The explanted devices were not returned to bsn for eval because they were discarded by the medical facility. This is the final report.

Event description:
A report was received that a pt was explanted due to severe abdominal pain from the implant procedure. The physician explanted the entire system the following day, and the pt is no longer experiencing abdominal pain.